Manufacturer narrative:
Mfg date now provided. Suspect ratcheting handle was received back for analysis: as reported, the end cap has broken off and is missing. Otherwise, the instrument retention mechanism and the ratchet mechanism both are fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device manufacturing date is unavailable. Return requested. Replacement small straight ratcheting handle shipped to site 01/06/2017. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the silver cap on the site's ratcheting handle fell off. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue the procedure using other instruments. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.